Event description:
It was reported that occlusion alarms occurred. The customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. As well, as that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customers blood glucose level was 250 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.